Event description:
It was reported that a review of a stored atrial tachy response (atr) episode for this cardiac resynchronization therapy defibrillator (crtd) found intermittent undersensing of a non sustained ventricular tachycardia (vt). Technical services (ts) was consulted and discussed possible troubleshooting options and possible causes. Ts also noted lead is non boston scientific and that it should be reviewed with the manufacturer due to a potential lead anomaly. This crtd remains in service. No adverse patient effects were reported.